Event description:
It was reported the system displayed error 1 during setup for a case. The problem occurred before the case had started. Another unit was borrowed and the case was started and completed with no pt consequence.

Manufacturer narrative:
Date sent: 08/13/2007. Based upon the inquiry information received visual and functional examination: the unit was found to require the main pcb to be replaced. The device was functionally tested, met all product requirements and returned to the customer.